Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to discomfort. Update jul 13, 2017: litigation received. In addition to what was previously reported, litigation alleges pain, friction and wear, inflammation, clicking and popping sensation, limited rom, and elevated cobalt-chromium levels in the blood. Stem was added due to the alleged elevated metal ions. Complainant information was updated. This complaint was updated on: aug 4, 2017. Update 7/13/2017 records reviewed for reportability. Agree with medwatch follow-up decisions and reporting. Stem reported for elevated metal ions. Complaint updated on 8/9/2017.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 2421744. Device history review: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 16, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain, metallosis and elevated metal ion levels. Revision notes reported a significant brownish type grayish fluid, fibrous tissue, metallosis within the capsule tissue but no destruction of the muscle, and some proximal osteolysis of the femur also noted. Laboratory result for cobalt is above 7ppb. This complaint was updated on: oct 26, 2017.